Event description:
The customer reported issues with five (5) vcare, medium (34mm) cup, 60-6085-201a, unknown lots, experienced by spectrum health, michigan, on unknown recent dates. Information received was that the vcare devices have been deemed defective intra-op due to device malfunction and falling apart during surgical procedure. No specific lot codes to provide as they are all biohazard devices and in red bags. It was reported that the procedures were successfully completed using alternate vcare devices and there was no patient impact or injury. The reporting facility has indicated no other information is available. These incidents will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device.

Manufacturer narrative:
D4: although originally unreported, based on lot number printed on the packaging returned with the device, lot 202103011 added to record. H10: customer's reported issue is confirmed based on evaluation of returned device. Conmed received two 60-6085-201a in opened original packaging. Lot number 202103011 was verified based on return packaging. A visual inspection was performed, one device was disassembled. On second device the handle was upside down & broken within the handpiece. Functional inspection found the device with the broken handle rotated. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. Manufacturing documents from the device history record have been reviewed & found no abnormalities that would contribute to this issue. A two-year lot history review was conducted & found 2 complaints for this lot number & failure mode. A two-year review of complaint history revealed there has been a total of 129 complaints, regarding 165 devices, for this device family & failure mode. During this same time frame (B)(4) devices have been manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU also gives specific direction as to safely & carefully removing the vcare after use. IFU advises unlock locking mechanism & retract to the handle. Swipe finger around edge of vaginal cup & separate the tissue from the cup to prevent tissue damage. Fully retract vaginal cup to handle. Carefully remove device from vagina. Dont use excessive force to avoid traumatizing the vaginal canal. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
The customer reported issues with five (5) vcare, medium (34mm) cup, 60-6085-201a, unknown lots, experienced by (B)(6), on unknown recent dates. Information received was that the vcare devices have been deemed defective intra-op due to device malfunction and falling apart during surgical procedure. No specific lot codes to provide as they are all biohazard devices and in red bags. It was reported that the procedures were successfully completed using alternate vcare devices and there was no patient impact or injury. The reporting facility has indicated no other information is available. These incidents will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.